Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable and damaging the j704 off the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel/replace belt" messages.